Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated by a consult unit. Eventually a successful interrogation was performed in which safety mode was displayed. This patient underwent a change out procedure in which this pacemaker was explanted and replaced with a new device, which remains in service. Additional information will be requested for return of this pacemaker. No additional adverse patient effects were reported.